Manufacturer narrative:
A4: weight: 69.20 kg.

Event description:
It was reported via facility medwatch# 5148240 that insufficient apposition occurred. The patient presented with inferior st-elevation myocardial infarction (stemi) with a tight proximal edge stenosis of a previously placed proximal right coronary artery (rca) stent. A 4.00 x 16mm synergy xd drug eluting stent was implanted but was not able to be expanded. Shockwave balloon lithotripsy was performed after the stent was rewired. Subsequent angiography showed stent deformation with part of it unapposed to vessel wall in aorta. Additionally, there was possible partial stent fracture. There were no patient complications reported as a result of this event.